Event description:
The product was used during a procedure on the rectum. Reportedly, the instrument did not fire. The surgeon performed a temporary colostomy and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
Device not available for eval.